Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block e1 address: (B)(6). Block h11: the polaris ultra ureteral stent was returned for analysis and the positioner returned in good condition. During the visual and magnification inspection, it was found that the renal coil fully detached. The reported event of stent shaft break will not be confirmed. However, after the device analysis, it was found the renal coil fully detached. This failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during procedure which consequently affects the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions, since the problem found was traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during the procedure, the cotton thread was entangled with the double j stent and the stent fractured during the removal of the thread. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Event description:
It was reported that during the procedure, the cotton thread was entangled with the double j stent and the stent fractured during the removal of the thread. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block e1.